Manufacturer narrative:
Date of event: unknown. Date received by manufacturer has been used for this field. Medical device lot # unknown. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Results: bd received samples from the customer facility for investigation. The complaint was confirmed based off the CAPA, so no evaluation of the sample. Bd was unable to determine the specific lot number associated with this complaint. Therefore, review of the device history record could not be conducted. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Conclusion: an absolute root cause for this incident cannot be determined. CAPA (B)(4) has been initiated to document the investigation and root cause analysis of the reported incidents.

Event description:
It was reported that the safety guard is not attached to the rest of the bd vacutainer® eclipse¿ blood collection needle. No serious injury or medical intervention.